Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose, with blood glucose of over 400 mg/dl at the time of the incident. Customer's parent stated that the customer woke up and started to vomit blood and was taken to the ER. Customer was treated with drips. Customer's parent declined high blood glucose troubleshooting. It was also reported that the insulin pump had a motor error and no delivery alarms. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.